Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, this valve was explanted and replaced due to a cuspal tear. The registration form for this product also indicated the valve was "upsized." No other adverse patient effectswere reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.